Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient reported reduced flow through the device for approximately one week. The flow was reduced from 5.5-6 liters per minute (lpm) to 3.5-4 lpm. The patient came in for a follow-up visit and a ramp test was performed: flow was not increased and the aortic valve was still opening. A CT scan showed suspected stenosis or twist of the outflow graft. Revision surgery was performed and showed outflow graft stenosis between the graft and the bend relief and was surgically resolved. The patient was doing well after surgery and flow was back up to 5 lpm.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusions: review of the submitted log file data confirmed the report of a decrease in calculated average flow. According to the account, a stenosis of the outflow graft was identified between the graft and bend relief. The issue was surgically resolved, after which calculated flows increased. The report of an outflow graft stenosis could not be confirmed through this evaluation as no images of the outflow graft are available and the graft remains in use. It was reported on (B)(6) 2020 that the patient noticed a reduction in calculated average flow values from approximately 5.5-6.0 lpm to 3.5-4.0 lpm as well as reduced capacity during his daily routine for approximately one week. No alarms were reported in association with the event. The patient attended a follow-up visit on (B)(6) 2020 and a ramp test was performed, during which the pump speed was increased from 6200 rpm to 6900 rpm. Flow did not increase and the aortic valve was still opening with higher speeds. The submitted controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2020 and showed the pump operating at the stored patient speed of 6200 rpm with a low speed limit of 5800 rpm. Calculated average flow initially appeared to remain generally stable in the range of about 5.5-6.8 lpm until around (B)(6) 2020 when flows remained consistently below 5.0 lpm and then continued to reduce over time to values below 4.0 lpm through the end of the log fie data. A total of six low flow controller fault flags were captured between (B)(6) 2020, which were associated with calculated average flow values of 2.1-2.4 lpm; however, none of the low flow faults lasted long enough to trigger an active low flow hazard alarm. The reduced flows correlated with reduced motor power values and no elevations in calculated average pi were noted. No atypical lvad faults were captured. Despite the observed reduction in flow, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. Per the report, a computerized tomography (CT) scan was performed and showed a suspected outflow graft stenosis or twist. Information provided indicated that the CT scan images are not available. The patient was reportedly returned to the operating room for revision surgery, during which a stenosis of the outflow graft was identified between the graft and bend relief. The issue was surgically resolved, after which calculated flows increased to approximately 5.0 lpm. The patient was reportedly doing well following the intervention. The heartmate 3 lvas IFU provides an explanation of all pump parameters, including flow, in section 1 "introduction". This section states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power, in which situation pump output should be assessed. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. In addition, the IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft in section 5 "surgical procedures". The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The heartmate 3 lvas patient handbook cautions the following in section 1 "introduction": call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 2 "how your heart pump works" explains that viewing information about the pump is useful when recording daily values or trying to resolve system problems on the telephone with your hospital contact. Instructions for displaying the pump parameters (including flow) via the system controller user interface are provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed the report of a decrease in calculated average flow. According to the account, a stenosis of the outflow graft was identified between the graft and bend relief. The issue was surgically resolved, after which calculated flows increased. The report of an outflow graft stenosis could not be confirmed through this evaluation as no images of the outflow graft are available and the graft remains in use. It was reported on (B)(6) 2020 that the patient noticed a reduction in calculated average flow values from approximately 5.5-6.0 lpm to 3.5-4.0 lpm as well as reduced capacity during his daily routine for approximately one week. No alarms were reported in association with the event. The patient attended a follow-up visit on (B)(6) 2020 and a ramp test was performed, during which the pump speed was increased from 6200 rpm to 6900 rpm. Flow did not increase and the aortic valve was still opening with higher speeds. The submitted controller and lvad event and periodic log files cumulatively contained data from 29jan2020 ¿ 13jul2020 and showed the pump operating at the stored patient speed of 6200 rpm with a low speed limit of 5800 rpm. Calculated average flow initially appeared to remain generally stable in the range of about 5.5-6.8 lpm until around 06jul2020 when flows remained consistently below 5.0 lpm and then continued to reduce over time to values below 4.0 lpm through the end of the log fie data. A total of six low flow controller fault flags were captured between 09jul2020 ¿ 11jul2020, which were associated with calculated average flow values of 2.1-2.4 lpm; however, none of the low flow faults lasted long enough to trigger an active low flow hazard alarm. The reduced flows correlated with reduced motor power values and no elevations in calculated average pi were noted. No atypical lvad faults were captured. Despite the observed reduction in flow, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28apr2017. The heartmate 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including flow, in section 1 "introduction". This section states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power, in which situation pump output should be assessed. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. In addition, the IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft in section 5 "surgical procedures". The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The heartmate 3 lvas patient handbook cautions the following in section 1 "introduction": call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 2 "how your heart pump works" explains that viewing information about the pump is useful when recording daily values or trying to resolve system problems on the telephone with your hospital contact. Instructions for displaying the pump parameters (including flow) via the system controller user interface are provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.